Manufacturer narrative:
Minimal information about the patient was provided. It was reported that the patient had a history of being overmedicated and being unarousable. It is unknown how this information relates to this incident. Multiple requests were made for additional information related to both the patient and the event itself, but no additional information was provided. Philips clinical product specialist (cps) visited the customer site per the customer¿s request. The cps found several items that were contributing factors to the device experiencing spo2 interference, all related to proper use, care and maintenance of the spo2 accessories. According to the cps, the spo2 cable itself was only halfway seated into the base of the wireless module. There are two screws used to affix the spo2 cable securely to the wireless module - one screw was found to not be attached causing the cable to wobble in and out of the actual connection since it was not secure. The cps removed the spo2 cable and inspected it further. Partial darkness was found in the light-emitting end of the cable, indicating that some of the fiber optics are damaged. Finally, it was found that 3 clips of the adult reusable spo2 clip were broken. As a result of this, the spo2 cable failed to remain in the clip. All of these findings contributed to the spo2 interference issues with the device. The above-referenced findings were reviewed with the customer. After the spo2 cable was completely attached to the base of the wireless module, no further movement of the cable was detected. Additionally, the customer indicated that they would be ordering a new spo2 cable. The cps also replaced the adult spo2 clip. The investigation did not confirm that a malfunction of the device occurred.

Event description:
The customer reported that they had concerns about spo2 not functioning properly during a patient examination. According to the customer, the spo2 readings were in the 80's when monitoring of the patient began before the examination. Interference was reportedly noted on the spo2 reading and it was reported that the technologists were unsure if the readings were reliable. The technologists continued with the examination and the spo2 readings in the 80¿s. The customer claimed that the nurse entered the magnet room to give contrast to the patient and the patient was blue. A code was called, but the patient expired. The customer requested onsite assistance to check device functionality and to provide re-education to the nurses and staff using the device. The customer claimed that they were unsure if the patient¿s death was device-related, but the device was on the patient at the time the code had to be called.

Manufacturer narrative:
H6: updated coding . H10: it was reported that the patient had a history of being overmedicated and being unarousable. It is unknown how this information relates to this incident. Multiple requests were made for additional information related to both the patient and the event itself, but no additional information was provided. Philips clinical product specialist (cps) visited the customer site per the customer¿s request. The cps found several items that could have been contributing factors to the device experiencing spo2 interference, all related to proper use, care and maintenance of the spo2 accessories. According to the cps, the spo2 cable itself was only halfway seated into the base of the wireless module. There are two screws used to affix the spo2 cable securely to the wireless module - one screw was found to not be attached causing the cable to wobble in and out of the actual connection since it was not secure. The cps removed the spo2 cable and inspected it further. Partial darkness was found in the light-emitting end of the cable, indicating that some of the fiber optics are damaged. Finally, it was found that 3 clips of the adult reusable spo2 clip were broken. As a result of this, the spo2 cable failed to remain in the clip. The above-referenced findings were reviewed with the customer. After the spo2 cable was completely attached to the base of the wireless module, no further movement of the cable was detected. Additionally, the customer indicated that they would be ordering a new spo2 cable. The cps also replaced the adult spo2 clip. Although several issues were identified related to proper use, care, and maintenance of the device¿s spo2 accessories, the investigation could not correlate these issues directly to the reported spo2 interference problem due to the limited information provided about the event. Review of the device¿s instructions for use found information and guidance related to proper use, care and maintenance of spo2 accessories.